Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) powers on but doesn't begin compressions. The customer replaced the lifeband but did not resolved the issue. No patient involvement.